Manufacturer narrative:
Evaluation summary report in german signed on 07/23/2020. Translation of evaluation summary in english.

Manufacturer narrative:
Suspect device returned on 06/18/2020, investigation started on 06/24/2020 but final evaluation is still not completed.

Event description:
The patient had a closure in the p1 to p3 segment. A 6f 45cm dura sheath was used. The fresh thrombotic occlusion was easy to pass using a v18 control recanalization wire. The wire was then exchanged for a 0018 "rotarex wire. After successful wire passage, a 6f 135cm rotarex was introduced. After 5000 ie heparin, the intervention was started. Shortly before the end of the closure, the rotarex stopped and could only be recovered afterwards broken. The catheter was recovered without problems. The passage was then completed with a second rotarex without any problems. However, no further problems arose from this situation. The catheter was properly prepared.